Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that some black deposits adhered to the patient¿s tibial surface after the surgeon impacted the tibial with the impactor during the surgery on (B)(6) 2018. The end of the black handle part of the impactor seemed to be splitting finely. There were no adverse consequence to the patient. The surgery was completed without any other problems. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned for examination, however, photographs were provided for review. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.